Manufacturer narrative:
The reported event of failure to capture was not confirmed. A complete lead was returned in one piece with the helix found extended and clogged with blood/body fluids. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. Upon interrogation, the patient's right atrial (ra) showed that there were automatic mode switch (ams) episodes due to loss of capture. The ra lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.